Event description:
The patient was enrolled in the champion af study on (B)(6) 2021 with patient identifier (B)(6). It was reported that pericardial effusion occurred. Fourteen days after enrollment in the study, on (B)(6) 2021, the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 27mm watchman flx device with a complete laa seal and deployed device diameter of 23.4 mm. Post procedure intra-cardiac echocardiography (ice) assessment was performed which revealed a pericardial effusion of unknown size. It is unknown if any intervention was performed to treat the pericardial effusion. On (B)(6) 2021, the patient was discharged on aspirin (81 mg/day) and apixaban (10 mg/day).